Event description:
Philips received a complaint from the customer on the v60 device indicating that error code for "pressure regulation high" (diagnostic code 1009) occurred. The device was in use on a patient at the time of the reported event; however, there was no harm to the patient or user. A field service engineer (fse) went onsite and inspected the event logs. The fse was unable to confirm the error code 1009 but discovered diagnostic code 1205 "alarm message: pressure regulation high" occurred several times during a one-hour period in the device's history log. The fse ran tests and verifications. The device passed the required performance verification tests per philips standards and was returned to service.